Manufacturer narrative:
Continuation of medical devices: 168852 lead implanted: (B)(6) 2004; 5076 lead implanted: (B)(6) 2002.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non sustained episodes, and elevated sensing integrity counter (sic) counts. As well, there was high/undefined pacing impedance, oversensing, noise and possible pace/sense fracture. The lead was reprogrammed and plugged into the pace/sense port of the ICD. The lead is still in use. No patient complications have been reported as a result of this event.